Event description:
It was reported that "the pt had a trident hemispherical hip implanted in 2004." It was further that the device caused him pain and discomfort which required him to have a revision surgery in 2008."